Event description:
The pt called to report that pt was getting ready to eat and pt passed out. Pt's family member then used the suspect device to check pt's blood glucose and the result was in the 100's mg/dl. Pt's family member then gave pt a popsicle, juice and sugar water, then called the ambulance. Upon arrival the emt's checked pt's blood glucose at 30mg/dl. Pt was given an IV and transported to the hosp. Glucose control solutions were not used to check the accuracy of the suspect device system. The suspect device was then replaced with new product and authorized for return to the manufacturer for eval.